Event description:
At the removal surgery of the device, it was broken and the sensor tip was left in the skull. The patient¿s condition is reportedly good.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.